Event description:
Device malfunction: stent dislodgement. Time of malfunction: during prep. Adverse event: none. It was reported that during preparation of the rx zeta coronary stent system, the protective stent sheath was removed and the stent dislodged from the balloon onto the table. There was no patient involvement. Though requested, there is no additional information available.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.